Event description:
It was reported that during a sleeve gastrectomy procedure, on the first and second firing with a black cartridge, the device was misfiring. The staples were not forming completely and the battery sound slow/weak. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Pylorus of stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st and 2nd. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so, when? Sound like battery slowing down. Were any of the forces higher or lower than expected (closing, firing, or opening)? Slow firing, like battery was dying. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed as intended. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.